Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for fifteen minutes. The same trocars were used to complete the procedure. No adverse consequences reported.

Event description:
This is a report by a nurse from the USA of peritonitis with enterobacter and fatal endocarditis in a (B)(6) female coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, the facility nurse reported that the patient had been hospitalized in (B)(6)2010 for peritonitis. Treatment and interventions are unknown. On (B)(6)2010, the patient expired with the cause of death as endocarditis. It is unknown if an autopsy was performed. It is unknown if the patient was hospitalized at the time of death. Dianeal therapy was ongoing until the date of death. The nurse indicated the event of fatal endocarditis was unrelated to dianeal therapy. This complaint is related to the event of death.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
An optometrist reported corneal infiltrative events (cies) in some of his pts with use of this product. He stated that upon further review of his pt data, these events were also observed in pts who were using other solutions. The optometrist noted the events could be related to the allergy season. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.